Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. The analysis could not determine why the physician was not able to properly retract the fixation screw prior to the implant attempt.

Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.